Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres. The balloon ruptured. The device was completed with another of the same device. There were no patient complications nor injuries reported.